Event description:
According to the reporter: the device would not toggle correctly or hold the suture. There was no unanticipated tissue loss. There was no tissue damage. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.

Manufacturer narrative:
(B)(4).